Manufacturer narrative:
The insulin pump was received with unresponsive esc, up and down buttons due to flattened dome. The keypad connector was inspected and no anomalies noted. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with receiving a button error alarm on their insulin pump. The customer states the esc button was not functioning. It was reported that the customer's blood glucose was 169mg/dl. It was reported that the customer was advised to discontinue use of the device, and that it would need to be replaced and returned.